Manufacturer narrative:
B3: event date: this event occurred on an reported date in 2024. E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) small volume folfusors leaked from the luer lock. The leaks were observed to have pooled at the injection site at the time of disconnection. The set was filled with 1000mg of desferrixoamine diluted in water for injection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: g4, h4, h6, h11. H4: the lot was manufactured between august 16, 2023 - august 17, 2023. H11: the actual device was not available; however, three photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that the devices contained fluid inside their bladder and no evidence of leak was shown. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.